Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner retractor could not be set. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for investigation. Signs of clinical use was observed. There was no blood detected on the device. The device was evaluated for its mechanical function. The knob was manipulated in order to determine if the arm would lock. The arm locked into place successfully. The device was also connected to the retractor blade successfully. There were no defects discovered during the investigation. Based on the results of the investigation, the reported failure "mechanical issue" is confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner retractor could not be set. A replacement device was used to complete the procedure. The hospital did not report any patient effects.